Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The alternate sensing vector had a flat line on the electrogram. The system therapy was programmed off. Later, the electrode and pulse generator were explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The electrode was returned severed at 27cm and completely fractured at 32cm from the terminal pin, in the notch area next to the sense b electrode. The tip section was not returned. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock due to oversensing of noise. The alternate sensing vector had a flat line on the electrogram. The system therapy was programmed off. The electrode was suspected to have a fracture and the pulse generator is on an advisory. Later, the electrode and pulse generator were explanted and replaced. There were no additional adverse patient effects.